Manufacturer narrative:
This report is submitted on october 26, 2016, by cochlear limited (manufacturer) on behalf of (B)(4) registration number: 3009092818 and exemption number: e2016011. Initial implantation details unavailable at the time of this report on october 26, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient was treated with topical antibiotics (date not reported) for skin issues at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Per the clinic, the patient was placed under general anaesthesia to replace the abutment on (B)(6) 2016. The implanted device remains. Implanted device remains.